Manufacturer narrative:
Per the t:slim user guide, tap stop once 3 drops of insulin are seen at the end of the tubing. If you do not see drops, tap fill. The fill tubing screen appears, repeat steps 3¿5 until you see 3 drops of insulin at the end of the tubing. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Tandem clinical diabetes specialist met with the contact on (B)(6) 2017 and the pump was loaded with fresh supplies. The blood glucose level was no longer high (110 mg/dl). The pump appeared to be functioning as expected. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels with a trace of ketones. The cartridge, tubing and infusion set site were changed multiple times and a new vial of insulin was used. The bg remained high. The customer disconnected from the pump and used insulin injections. The bg lowered. The pump was then used for bolus delivery only and the bg level did not decrease. The customer did not think the pump was delivering insulin. During a pump system check with tandem technical support (cts), very few drips of insulin were observed exiting the infusion set tubing. Insulin drips were observed exiting the cartridge tubing. Two additional tubes were used and insulin was either not seen or very few drops were observed. The contact reported that during the load process, the cartridge was not checked to confirm if the insulin exited the cartridge tubing, but just connect the infusion set tubing and filled with 16 units or just wait for 1 drip from the tubing before stopping the fill tubing step. Cts advised the contact to watch for 2 drips prior to stopping the fill tubing. The contact understood the information.